Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device test failed: advised battery calibration. Further information was that inspection found malfunction of the battery. There was no reported patient involvement.